Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant procedure, this right ventricular (rv) lead was confirmed the be dislodged. As a result, the rv lead was successfully repositioned. No additional adverse patient effects were reported.